Event description:
On (B)(6) 2014, the reporter contacted animas, alleging damage prior to tactile changes with moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2014 with the following findings: the keypad is peeling. Pump fails to power on. There was moisture visible in display. Leak test verifies leak in keypad. Pump opened and moisture damage found inside pump. Evaluation revealed that there was contamination found under button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.